Manufacturer narrative:
(B)(4). Instrument b: batch # g50t7w, exp date: 08/21/2015; MFR date: 09/21/2010. Instrument a and b: firing trigger teeth. The analysis results found that one ats45 device a was received. The device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that one ats45 device b was received. The device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.

Event description:
It was reported that the surgeon was using device on an oophorectomy with cystectomy. The customer called for instructions on firing the device. The customer reported they were trying to fire first device on tissue and were able to close the jaws of device by squeezing the closing trigger, but were unable to get device to fire by squeezing firing trigger. The staff said they already had the device loaded with reload and were trying to test fire a second device on a towel off of field. The staff was able to close the jaws of device by squeezing the closing trigger however unable to get device to fire by squeezing firing trigger. The agent walked customer through steps of use as there was concern the staff had missed a step in firing. The staff was still unable to get the device to fire and the agent instructed customer on removal of both devices (one off of field on towel and one on tissue). The agent asked customer which reload customer had to be sure they had proper reload for device. Customer reported they were using white reload. The agent told customer it is advised not to reuse any device that did not work as intended, but to get new device.